Event description:
It was reported that patients implantable pulse generator (ipg) takes longer time to charge and has to be charge frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. . The explanted device will not be returned as it was kept by the facility.